Manufacturer narrative:
(B)(4). A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) in both eyes (ou (ocular uterque)) post treatment. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blur, photophobia, transient light sensitivity syndrome and the eyes felt swollen. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -6.00 x -1.75 x 19, left eye pre-op: 20/20, -6.00 x -1.75 x 150. Bcva from (B)(6) 2018: right eye post-op: 20/30, left eye post-op: 20/30.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.